Event description:
The customer reported a blank display. Troubleshooting was performed, and the battery was very hot when it was removed from the battery compartment. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery warming up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube.